Event description:
The company was informed that the pt was admitted to the hospital on (B)(6), 2012 due to a skin flap infection. The pt's device could be visualized through a wound site at her skin flap. While the pt was hospitalized, she was placed on IV antibiotics (type unknown) and her implant site was flushed. Approximately one month prior the pt received oral antibiotics (type unknown) for concerns regarding a skin flap infection. Advanced bionics is in the process of gathering more information and will submit a supplemental report once more information is received.